Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient's ins won't charge or turn on. The patient's surgical lead had 4 electrodes out of range (greater than 10,000 ohms). The patient had forgot to charge for several months. The antenna locator was used to start charging again. The device was charged and impedance checks were ran. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported. .

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2008 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the high impedances was unknown. The patient had been having the high impedance issue since their replacement surgery. The representative programmed around the high impedance electrodes. This information was confirmed with the physician/account. No further complications reported.